Manufacturer narrative:
Image review: photo 1; image shows a stent. The stent appears to be positioned correctly between the marker bands. Deformation is evident to the mid-section stent wraps with struts raised and bunched. Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th, 8th, 9th and 10th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel must likely due to hardened blood. Numerous kinks were evident on the hypotube from 42.7cm to 113.cm proximal to the distal tip. Kinks were evident on the distal shaft 10.6cm and 12cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a moderately tortuous and severely calcified lesion, located in the circumflex artery, exhibiting 30% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that direct stenting was attempted to treat the lesion and difficulties were encountered with plaque. The device failed to cross the lesion. Device was removed, and stent struts were noted to be lifted. Patient status post-procedure is alive with no injury.